Manufacturer narrative:
Higazy, a., zaza, m., ali, m. H., elshahawy, m., salem, t., azazy, s., & soliman, m. (2026). Four-year outcomes of water vapor thermal therapy for benign prostatic hyperplasia. Prostate international, 14(1), 97-103. Https://doi.org/10.1016/j.prnil.2025.12.003 detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a literature article published in prostate international (2026) that a retrospective study was conducted to assess the long-term outcomes of patients treated with rezum water vapor thermal therapy (wvtt) for benign prostatic hyperplasia (bph). A total of 86 patients were treated at a single tertiary center between 2021 and 2025, including some patients who were catheter-dependent at baseline. Following the procedure, post-operative complications were primarily clavien-dindi grade 1 and 2, and two patients experienced a grade 3b complication. The following grade 1 complications were reported: 10 patients with hematuria, 10 patients with urinary retention, and 1 patient with painful ejaculation. For the patients who experienced urinary retention, they were catheterized for an additional two weeks and then were subsequently able to void successfully. The following grade 2 complications were reported: 4 patients with urinary tract infections (uti), and one patient with epididymo-orchitis. Two patients experienced grade 3b complications consisting of severe hematuria and clot retention which required cystoscopy and transurethral resection of the prostate (turp) as treatment. It was also noted that retreatment rates progressively increased through the 48 month follow-up period. Medical retreatment consisted predominantly of alpha-blockers and/or 5-alpha reductase inhibitors. Over the 4 year follow-up period, 17 patients underwent reoperation (13 via turp and 4 via wvtt) primarily due to severe lower urinary tract symptoms (11 patients) or urinary retention (6 patients). It was also noted that although there was no impact on sexual function initially, at 48 months there was a decline in sexual function noticed which could have been age-related.